Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that the alarm occurred during the time that the buttons were not responding. The customer reported that the insulin pump stopped insulin delivery. Customer reported the time clock does not advance. Customer reported the screen was not completely blank. Insert battery alarm appeared on insulin pump screen. No harm requiring medical intervention was reported. The device will be returned for analysis.

Manufacturer narrative:
Device was received with all buttons responding properly. Device passed the self test and the displacement test. Device was monitored for several days and no frozen display noted and the time clock advanced properly. No damage or moisture damage on keypad assembly and no unlocked electrical board keypad connector noted during visual inspection. (B)(4).